Event description:
It was reported to boston scientific corporation on april 18, 2023, that a wallflex biliary rx fully covered rmv stent was to be implanted in the bile duct to treat a malignant biliary stricture due to a pancreatic head mass during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the deployment handle was pulled but the wallflex biliary stent would not deploy. The physician re-sheathed the delivery system and re-attempt to deploy the stent, but it did not work. The physician pulled the guidewire back through the delivery system to see if it would help deploy the stent and attempted to reintroduce the guidewire to the distal end of the delivery system; however, the guidewire was not coming out of the rx port. The physician tried to cannulate with a new tome and guidewire but was unsuccessful. The stent was removed from the patient fully covered by the outer sheath. The procedure was not completed. On (B)(6) 2023, another stent was implanted. There were no reported patient complications as a result of this event. Note: a photo of the complaint device was provided by the complainant and showed the trailing handle was detached from the delivery system.

Manufacturer narrative:
Block h6: impact code f05 is being used to capture the reportable event of delayed treatment.